Event description:
On (B)(6), 2012 additional information was received when it was reported that the patient underwent a full revision that day. The explanted lead and generator were disposed of by the hospital. The generator had been explanted due to prophylactic reasons and the lead had been replaced due to a lead fracture.

Event description:
It was reported by a company representative that high impedance was received in both normal and system diagnostics at a follow-up appointment. Patient didn't report any kind of trauma or accident before the event. The stimulator was decreased by the physician from 2.5 ma to 1.25 ma. Patient was referred for x-rays and device will be programmed off. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received in the form of x-rays. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires were unable to be assessed. The lead connector pin seemed to be fully inserted into the generator connector block. Part of lead was placed behind the generator and could not be assessed. Electrodes seemed to be in a normal arrangement. No obvious lead discontinuity found on part of the lead that could be assessed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devicex-rays reviewed by the manufacturer, no gross lead discontinuities visualized.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient is being referred for surgery due to the high impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.